Event description:
Device malfunction: retrieval catheter did not pass through stent and caused friction. Time of malfunction: during the procedure. Symptoms/ae: foreign body removal. It was reported that during a procedure in a saphenous vein graft (svg), the emboshield nav 6 retrieval catheter (rc) could not pass through an unspecified stent to retrieve the filtration element (fe). The physician removed the fe from the svg with a non-abbott rc. No adverse patient sequela was reported. Several attempts to attain additional information and clarification about the procedure, details have been unsuccessful. No additional information provided.

Manufacturer narrative:
(B) (4). The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all relevant information.